Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing post-implant. The nurse stated that the undersensing might be due to 2 factors: the pocket not fully healed yet and that the device's position and proximity to the patient's breast. No programming changes were made and the patient would continue to be monitored. Patient was asymptomatic and stable.